Manufacturer narrative:
(B)(4). One sample was returned and evaluated. The bushing is detached from the cone adapter. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. There is inconsistent coverage of adhesive seen on the components. The device history records were reviewed for lot number m5159t509 and product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four patients. This is the third of four reports. Refer to 8030647-2015-00272 for the first patient. Refer to 8030647-2015-00273 for the second patient. Refer to 8030647-2015-00278 for the fourth patient. It was reported that the customers had ongoing issues with the closed suction catheters thumb port. Additional information has been requested but not yet received.